Event description:
It was reported, the patient was having an MRI of his l-spine and thoracic spine. The patient experienced pain. Additional information received reported the cause of the event was a catheter malfunction. A catheter (B)(6) was performed on an unknown date and it was found there was a break, tear, or hole in the distal segment of the catheter. In addition to experiencing pain the patient also experienced worsening spasms. The patient resolved without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
Product 8637-40 serial / lot # (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).